Event description:
It was further reported that the vessel dissection was not caused by any of the taxus liberte stents sized 2.50x16mm, 2.75x20mm, 3.00x24mm, 3.00x24mm and 3.00x12mm deployed during the index procedure. The vessel dissection was caused by an unknown manufacturer's guide catheter.

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. Same case as MDR ID# 2134265-2011-05669, 2134265-2011-05671, 2134265-2011-05672 and 2134265-2011-05707. The 99% stenosed and 71mm long target lesion was located in the proximal right coronary artery (rca) and extended into the distal rca with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilation and placement of five overlapping taxus liberte stents sized 2.50x16mm, 2.75x20mm, 3.00x24mm, 3.00x24mm and 3.00x12mm. A dissection of the rca ostium was observed and tacked with an unknown 3.0x24mm stent resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4)